Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction events, where it was reported the devices experienced inaccurate scale readings and unexpected siderail collapse. There was no patient involvement.

Manufacturer narrative:
Vmsr added to exemption number field.

Event description:
This report summarizes 1 malfunction events, where it was reported the devices experienced inaccurate scale readings and unexpected siderail collapse. There was no patient involvement.